Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established. The submitted log file captured events from day 1723 through day 1728. Power appeared to decrease slightly over time and no notable events or alarms were captured. The pump appeared to function as intended at the fixed speed throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU outlines indications of pump thrombosis as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The data reviewed did not contain attributes which led to the presence of a thrombus in the motor chamber.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's pump power had increased from 5.5 to 6.5. A pump thrombus was suspected because lactate dehydrogenase (ldh) was elevated, and the patient's clinical presentation showed signs and symptoms of possible thrombus.